Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h3, h6 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: detachment of coupler unit, damage on cable unit and cable unit leak. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: there was detachment of coupler unit. The cause of the complaint and the additional findings is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had broken optics connection. The issue was found during set up / inspection for use before patient in the room. There was no patient involvement.